Manufacturer narrative:
Title: thermal ablation combined with transarterial chemoembolization for hepatocellular carcinoma: what is the right treatment sequence? Source: european journal of radiology 144 (2021) 110006 . If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study from 2009 to 2020 analyzed the effectiveness of different combinations of thermal ablation (radiofrequency ablation or microwave ablation) and transarterial chemoembolization (tace) for the treatment of hepatocellular carcinoma (hcc) in 38 patients. Radiofrequency ablation was performed with cool tip radiofrequency ablation system or competitor rfa device and microwave ablation was performed with emprint system or competitor device. Other reported complications included liver abscess which was treated with antibiotics and percutaneous drainage and other unspecified grade 1and 2 complications with no additional details.